Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken main tube to be related to the customer reported complaint. A piece measuring proximately 0.163¿ x 0.122¿ was broken and not returned with the instrument. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. A visual inspection found all internal cables to be still intact and a piece of the grey material was found missing. The complaint regarding a broken cable jaws clamped on the tissue was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the cadiere forceps cable broke mid-case, and they had to manually unwind the grip off the tissue to remove from the patient. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.